Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the subject device, the user's report was confirmed. Adhesive residue was present at the channel exit and the distal gasket was coming loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer requested an on-site visit from olympus personnel. An olympus technician was dispatched to the facility and during the visit found that the distal gasket was coming loose and the adhesive was present at the exit channel of the evis exera iii gastrointestinal videoscope. This issue was noted during product maintenance and had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed by a technician on-site, but could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause could not be determined as the adhesive was not present while being evaluated at the repair center. In addition, the following non-reportable malfunctions were found during the device evaluation. The air/water cylinder was discolored, the right/left and up/down knobs were discolored, switch 1 had a pinhole, the insulation resistance at the distal end was out of standard, the image had a partially dark area, the objective lens was shaved, the light guide lens had chips and cracks, the connecting tube was buckling, and the universal cord was buckling. Scratches were found on the grip, the forceps channel port, the switch box, the scope cover unit, the scope case unit, the plug unit, and the light guide cover glass. Olympus will continue to monitor field performance for this device. Correction made to include company representative. Additional information added to manufacturing date and date of the event.